Event description:
It was reported that the patient faced infusion set tape not sticking which leads to leakage event on (B)(6) 2026. The insertion site was abdomen. The patient also reported pain.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380